Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone12.5 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) levels increased to approximately 630 mg/dl after an unspecified period of pod wear. The patient was admitted to the hospital on (B)(6) 2026, where bloodwork was conducted and the patient was treated with insulin and fluids. It was further reported that the patient received an automated delivery restriction alarm (adr) on the date of event, and the system switched to manual mode due to persistently high bg levels. The adr alarm is a feature designed to temporarily remove the user from automated mode when blood glucose values are high, low, or missing due to absent sensor readings. The patient was discharged from the hospital the following day.